Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had their implantable neurostimulator (ins) removed as it did not work for the patient since implant. Follow up from the hcp reported they tried multiple programs and the patient had several psych-failed diagnosis. They were never able to obtain objective data that the device benefited symptoms. They claim it cause significant pain and wished to have it removed. They wanted to donate their patient programmers (pp). The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.